Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the physician attempted to push the coil through the catheter and into the vessel; however, the coil would no longer advance when the coil reached the end of the renegade hi-flo catheter. The physician then attempted to remove the coil back into the coil sheath and the coil unintentionally detached inside the renegade hi-flo catheter. The physician then used a syringe to flush out the detached coil into the vessel. This was effective and the case was completed without further incident and no adverse effect on the patient.